Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2: patient age/dob is not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined the root cause of the deviation of left l3 screw to be skiving of the tools along a cortical slope. Although a drill, which eliminates skiving, was used for pilot hole, it is possible that the during the tapping or screw placement, the tools slipped superiorly along the cortical slope and into the disc space. A surgical technique may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all the screws were placed without incident using the guidance system. After the placement imaging was taken and the l4 left screw was determined to be about 1 cm superior. All other screws were found to be accurate. The order of placement was l3 left, l4 left, and then both right screws. The screw was replaced freehand. There was no patient harm and the procedure was delayed less than one hour.